Event description:
It was reported that the universal oscillating saw attachment blade was stuck in the saw attachment, the locking mechanism is not opening. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/28/2012. Evaluation of the device observed that every device displayed positions where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.